Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was noticed to have condensation build-up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: concomitant medical products,date received by MFR,type of report,follow up type,device evaluated by MFR,evaluation codes,additional narrative. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. Images taken do not show blurry spots or specks. Images were of good quality. Based on the results of the evaluation, the reported failure mode "poor quality image" is not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was noticed to have condensation build-up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.